Event description:
It was reported that a recorded episode appeared to have noise. The patient is noted to have a history of seizures. The patient reported no symptoms at the time of the episode. The implantable cardiac monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).